Manufacturer narrative:
(B)(4). D10: catalog: 42502606802, femur cemented cruciate retaining (cr) standard right size 10, lot: 65958504. Unknown catalog#, unk tibial component, unknown lot#. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, the patient was revised on the same date due to infection. Implants were in situ as spacer for infected joint with plan to revise at later date if infection cleared. Infection has not cleared, so implants removed, and cement spacer placed in situ after washing out. Attempts have been made, and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: catalog: 42502606802, femur cemented cruciate retaining (cr) standard right size 10, lot: 65958504. This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2b; d6a; d10; g3; g6; h1; h2. Upon receiving additional information and reassessment of the reported event, it was determined to be not reportable as the device was implanted while an infection was already present, therefore the device is not considered a contributory cause to the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee procedure, where femoral component and poly were used as spacers; this procedure was done on a native knee that was infected. Subsequently, the patient was revised, but the infection was not cleared, so implants were removed, and cement spacers were placed in situ after wash out. Attempts have been made, and all the available information has been provided.